Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a power cable that has poor electrical resistance to electrical tests. No patient or user harm was reported. A philips service engineer (se) reported that the power cord was replaced. The se reported that a test and verification procedure was performed, and the device was restored to factory settings. The system meets the specification for the performed service and is returned to use.

Manufacturer narrative:
E1: reporter phone number: (B)(6).